Manufacturer narrative:
Livanova (B)(4) received pictures of the defective touch screen. The evaluation of the pictures confirmed that the reported issue is known and was previously deep investigated. The investigation results revealed that the reported issue was caused by wear, which was caused by the age of the device.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative replaced the led display, ribbon cables, speaker cable and hkr board to resolve the issue. Subsequent functional verification was performed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 mast roller pump became unresponsive during maintenance. There was no patient involvement.